Event description:
The customer reported that the system made a loud pop noise that caused everything to lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced and the high voltage cables were regreased. The system was then found to be operating as intended.